Manufacturer narrative:
The suture construct issue could not be confirmed as the suture constructs were not returned. The bent cannula and damaged distal end depth stop were confirmed. A likely cause of the bent cannula and depth stop damage is prying/leveraging the device during insertion as stated on the event description.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a knee scope with medial meniscus repair procedure a total of three ar-4501 meniscal cinch ii malfunctioned. The rep stated there were two noticeable issues with the three devices; once the implant was deployed the suture would not fully cinch down. This left noticeable slack in the joint space which was cut out, and the depth sleeve while correctly inserted, split at the distal tip as it was being inserted past the fatty tissue of the knee. Ar-4501 (lot: f352278 x 1) could not get slack completely out of the construct and the depth gauge split at distal tip when used with second cinch. Ar-4501 (lot: f354901 x 1) depth gauge split at distal tip as it entered through the soft tissues. Ar-4501 (lot: f326920 x 1) could not get slack completely out of the construct, and the distal portion of the needle bent, which may have been from too much torque/ operator error. The sales rep reported no harm was caused to the patient during the procedure and the case was completed with using the fiberstitch. Additional information received on 05/20/2020: the rep reported the implants from the first and third ar-4501 were removed. The suture that did not cinch up all the way was cut and then removed with a grasper. The rep stated it is their understanding that the peel implant was removed as well, and no visible suture remained.